Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented a ventricular tachycardia episode after performing an autocapture test. Inappropriate lv output was observed; there was no indication of a therapy delivery attempt. Programming changes were made. Patient is asymptomatic and in stable condition.